Event description:
The customer contact reported during representative maintenance testing at the user facility, the device touchscreen does not respond when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond. This was due to contamination on the bottom of the device touchscreen and bottom of the front panel of the device. This report represents all the information known by the reporter upon query by hospira personnel.